Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective ccd chip assembly (r-unit). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device displays a purple-colored image and error code e104 is displayed. The image issue seems to be the result of a water invasion which probably occurred during the cleaning/disinfection process. A dent on the outer tube, and a cut in the cable was also found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", displayed a purple-colored image. There were no reports of patient harm.